Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported difficulty charging the pump due to usb port damage. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.